Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected hardware low level failures error or the motor arm cannot communicate with the main arm alarms during testing however, hardware low level failures error alarm and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to hardware error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarms. Blood glucose was unknown at time of incident. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.